Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date (B)(6) 2024 ; explant date : (B)(6) 2024 , brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date (B)(6) 2024 ; explant date (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that patient had scs trial leads implanted on (B)(6) 2024 . Later that night, patient went to the ER with excessive bleeding and new severe lower back pain. ER physician made medical decision to pull leads. Patient was at hospitalized at ER visit.